Event description:
It was reported that the implantable neurostimulator (ins) was implanted on their right side upper buttocks. The patient mentioned items related to stim and placement. The patient was not happy with this location, because when they sat down and leaned against a chair, it was uncomfortable. The patient hoped this would improve as they healed from surgery. The patient was getting more than 50% pain relief, however they still had difficulty standing. The patient was going back for an adjustment that would hopefully take care of ¿that.¿ the symptoms occurred following an implant. The patient would continue working with the doctor and manufacturer's representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).